Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, 70% stenosed, de novo lesion in the common femoral artery (cfa). An ht command 18 st guide wire (gw) was advanced into the anatomy without issue when the tip of the guide wire separated and had to be snared out of the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Additionally, there was noted multiple teflon/coating damages and noted core damages (bend/prolapse) as there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the heavily tortuous, 70% stenosed anatomy/other devices and/or inadvertent mishandling likely resulted in the noted multiple teflon/coating damages and the noted core damages (bend/prolapse) and ultimately resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as the separated portion was snared out of the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.